Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from hungary of peritonitis in a patient coincident with dianeal pd4 and extraneal therapies for peritoneal dialysis (pd). Pd therapy continued unchanged. On (B)(6) 2012, patient experienced bacterial peritonitis. The patient was hospitalized with right-sided abdominal pain for 3 days prior. On (B)(6) 2012, remedial treatment was initiated with lendacin (ceftriaxone) 2g once daily ip and cifran (ciprofloxacin) 500 mg twice a day po. On (B)(6) 2012, antibiotic therapy was changed to tienam (imipenem/cilastatin) ip together with cifran (ciprofloxacin) po. As of the time of this report, the patient remained hospitalized. The reporter classified the severity of the event of bacterial peritonitis as moderate. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Follow-up information was received from the consumer. It was further clarified that the patient was also hospitalized for loss of appetite and loose greenish defecation two times in the last three days (previously reported as only right sided abdominal pain three days prior). The patient's pd catheter was not removed. On an unreported date, the patient recovered from this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.